Manufacturer narrative:
Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, lcd display window and minor scratches on lcd display window.

Event description:
It was reported that the customer had a crack right about the display screen. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.